Manufacturer narrative:
Event occurred on an unknown date in (B)(6) 2018. The investigator assessed the event as probably related to anti-platelet medication. The patient has a medical history of pvd. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the 1st obtuse marginal. It was reported the patient suffered a small right basil frontal subarchnoid hemorrhage. The patient was treated by a medication change. The patient is recovering. The investigator assessed the event as not related to the device. Safety assessed the event as not related to the index device and anti-platelet medication.